Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a right hemicolectomy, the deployed staples of the distal end were malformed at the 1st firing of functional end to end anastomosis on the colon. Also, the deployed staples of the distal end were malformed at the 3rd firing as well. The cartridges were blue. Additional suture was performed with opepolix to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(6). Additional information: batch # m55g4a. The analysis results showed that one sc60a device was returned with no visual non-conformances and with four ecr60b (b,c,d & e) m5512r cartridges reloads present were received fully fired. In addition the knife was inspected under magnification and nicks were found. The found damage on the knife is consistent when the device is fired over an already existing staple line. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the articulated position with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to the damaged knife condition. Please note crossing staple lines at the wrong angle can cause the knife to get trapped in a staple web, damaging the knife so that it cannot cut the tissue properly and fast enough. If the tissue starts to move because the knife is trapped in a staple web, the tissue will tend to bunch up creating a staple log jam. When the force gets great enough the tissue will move forward distally out the jaws leaving malformed bunched staples and an in complete cut line.